Manufacturer narrative:
The reported reader (magz110-j2863) was returned and investigated with retained strips. Observed reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. Connected the reader to computer and the masterm software was unable to recognize the reader. De-cased the reader and no issues were observed upon visual inspection. The voltage of the returned battery was measured. Placed returned reader into the reader pcba (printed circuit board of assembly) test fixture and applied pressure to the cpu (central processing unit). Observed the reader did not turn on. Replaced returned battery with retained battery and attempted to turn on reader, however, the reader did not turn on. Placed the reader with the known good battery into the reader pcba fixture and applied pressure to the cpu. Observed the reader turned on. The reader was sent for further investigation. A visual inspection was performed on the returned reader's pcba and no damage or misuse was observed. The reader does did not turn on with the button, or strip insertion. The returned battery was replaced with a retained battery, however, the reader still did not turn on. Installed a retained battery and applied pressure to the cpu, and observed the reader turned on. Therefore, the issue is confirmed due to poor soldering of the cpu (central processing unit). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced symptoms described as sweating and "under-sugared" and was unable to self-treat, requiring treatment of an "emergency syringe" by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced symptoms described as sweating and "under-sugared" and was unable to self-treat, requiring treatment of an "emergency syringe" by a third-party. There was no report of death or permanent impairment associated with this event.